Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check and during patient treatment, the peep (positive end expiratory pressure) value dropped to 1 cmh2o while peep in setting was 6cmh2o. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check and during patient treatment, the peep (positive end expiratory pressure) value dropped to 1 cmh2o while peep in setting was 6 cmh2o. The field service engineer found that the expiratory channel printed circuit board (pcb) malfunctioned. He replaced the expiratory channel pcb and cassette membrane. After service, the pressure transducer test passed and peep was normal. The ventilator was returned to customer after passed functional tests. The replaced part was kept by the user. The evaluation of received device logs confirms that that the pressure transducer failed on the reported date of event. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a pre-use check immediately prior to ventilation. The conclusion is that the reported pre-use check failure could be confirmed from received device logs. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).